Manufacturer narrative:
It was reported that after multiple troubleshooting days "to get it to finally fail on" the local representative (fse), it was found that when the system did not boot up, the fse had the 400v into the power enclosure but not coming out. According to the troubleshooting doc (#6) for the power enclosure, it states to replace it. The fse checked all connections on the power enclosure and cables. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system has been getting stuck in initializing. The caller was not sure if rebooting resolved the issue. There was no patient involved. Additional information was received. It was reported that the issue occurred once "that day" and the site was not able to boot the system. They were unable to troubleshooting or use a work around method, as a part was needed. It was indicated that this part was the power enclosure.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: rev 1 : s/n (B)(6), ubd: , UDI#: h3: the power enclosure was returned to the manufacturer for analysis. Analysis found defective electrical components and confirmed the complaint that the system was ¿stuck in initializing.¿ it was noted that the power enclosure passed bench testing. However, when the system was powered on, it would intermittently fail to boot. The generator would not cycle on and the system would be stuck in initializing. A faulty power enclosure was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, d16, b17, b21, c20 and c21 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see regulatory report # 3004785967-2021-00879 for system service information, including codes. H2, h3, h6: the power enclosure has been returned, but not analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.